Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) but returned to olympus (B)(4) (oth). Oth evaluated the subject device and confirmed the following; angle wire was stretched. The angle could not be adjusted. Adhesive of a-rubber was peeled off. There is no problem with the cv-190, clv-190, wm-np1, and ofp-2. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
This is a report on a potential electric shock to a patient body. Olympus medical systems corp. (Omsc) was informed of the following information. The user used olympus duodenovideoscope (tjf-q180v), olympus video system center (cv-190), olympus xenon light source (clv-190), olympus mobile workstation (wm-np1), and olympus flushing pump (ofp-2) for endoscopic retrograde cholangiopancreatography (ercp). When the user started to insert the insertion tube in the patient, the distal end of the subject device touched the patient's lip. At that time, the electrocardiogram (ECG) value of the patient became irregular. The user stopped the procedure. The user replaced the subject device with an olympus gastrointestinal videoscope, however, the ECG value was still irregular. The user then replaced the olympus endoscope system with another one and the ECG value was turned back normal. The user completed the procedure. There is no complication for the patient from this ercp. Then the user and the representative of olympus thailand investigated all the devices that was used for the procedure and found a possible cause that the user facility's extension power cord had no "earth terminal" of the plug.